Event description:
The pt was implanted with a spectrum contour post-operatively adjustable mammary prosthesis on 10/8/96. Subsequently, the pt experienced a deflation of the device and a seroma. The device was removed on 8/26/98.